Manufacturer narrative:
This MDR is result of a retrospective review of complaints. User was provided with the escalation response, that the system is going through a period of instability and to allow a few more days for the system to stabilize. Initially user reported that the sensor accuracy was improving, but after a couple of days later, user called again alleging sensor inaccuracies and requesting sensor removal. User declined further troubleshooting. The sensor was removed from the user, without an RMA. Further investigation is not possible as there is no material available to investigate.

Event description:
On (B)(6) 2020,senseonics was made aware of a adverse event where user had a early sensor removal due to sensor inaccuracy.